Event description:
Patient was revised to address pain. The surgeon suspected there was some tissue reaction and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address pain. The surgeon suspected there was some tissue reaction and swelling. Update 4/27/12- litigation papers received. There is no new additional information that would affect the investigation. Update rec¿d 10/11/2012¿ pfs and medical records received. Part/lot was provided, so the lot number is being added to the liner. After review of the medical records it indicated a soft tissue reaction, but there was no metallosis mentioned. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 05/07/2014. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left hip). (B)(4) complaint attached. (B)(4). Dr/5-7-14 the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Update rec¿d (B)(4) 2012¿ pfs and medical records received. Part/lot was provided, so the lot number is being added to the liner. After review of the medical records it indicated a soft tissue reaction, but there was no metallosis mentioned. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The customer reports the patient was revised to address pain. The surgeon suspected there was some tissue reaction and swelling. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Lot information was not provided for the associated metal liner. Requests for additional investigation inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
The patient harm and patient name were updated and added surgeon and lawyer

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.